Event description:
Caller states patient received results of 563 mg/dl on the inform system and 235 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
During a cardiac cath, part of the wire broke off in the right femoral artery. The broken piece was successfully retrieved and the procedure was completed without further complication. There is no known injury to the patient.